Event description:
It was reported that a patient underwent a sling procedure in late 2008. During the post-operative examination, a bunching of the tape on palpation was noted after the patient had complained of incontinence returning a week after surgery. The surgeon opines that the white portion of the tape appears not to have adhered to the pubic ramus or came loose during the first week the patient was home. The patient does not recall any heavy lifting or pelvic stress to the area. Upon excision and removal of the mesh in 2009, the white portion of the tape was not present on the tape after its removal. The surgeon does not know if this absorbed or was left behind after its removal from the patient, or if it was loose during its placement. A different type of sling was implanted successfully and the urinary stress incontinence is so far resolved and no further testing is planned.

Manufacturer narrative:
(Tape bunching occurred) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.